Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. The customer advised that when the device was powered on, the physio logo would appear followed by a black screen. Furthermore, the customer advised that even though the device's display is blank, that it would prompt them to press the analyze button. As a result of the reported issue, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported failure to complete the boot-up process. Physio-control did observe that the device booted-up with a blank display while in AED mode. Physio-control confirmed that the device was able to charge and shock when prompted and that the ECG data was viewable by printing out the trace recording. Physio-control then replaced the OEM module and display to resolve the observed display issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed OEM module and determined that the cause of the blank display was that a diode had broken off of the pcb near pcb-mounted jack connector, designator j2. The removed display was an ancillary part and there was no failure observed. The cause of the originally reported issue, failure to complete the boot-up process, could not be conclusively determined; however, it is possible that the device behavior observed by the customer was actually the observed blank display issue, which at the time could have been mistaken for a failure to complete the boot-up process.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. The customer advised that when the device was powered on, the physio logo would appear followed by a black screen. Furthermore, the customer advised that even though the device's display is blank, that it would prompt them to press the analyze button. As a result of the reported issue, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.